Event description:
It was reported that the patient experienced diaphragmatic stimulation shortly after implant, and it was suspected that the left ventricular (lv) lead had dislodged. It was further reported that the lead was repositioned and remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).